Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon reported gas leaking from the device when using a 5mm grasper through the trocar. The procedure was completed with the same trocar then was discarded. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.